Manufacturer narrative:
This report is number 1 of 2 MDR's filed for the same event (reference 1822565-2017-01023 / 1822565-2017-01024).

Event description:
During a total knee arthroplasty the headless pin fractured and fell in the patient. The fractured pieces were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed by the photographs provided. There appear to be marks along the shaft of the pin with the head being fractured off completely from the device. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Based upon the state of the device in the provided photographs it is believed that the root cause is tied to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.